Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings noted in b5 the following non-reportable issues were also found; due to wear of the scope cover packing and damage on the channel tube, water tightness was lost. The flexibility adjustment ring had a scratch, the air/water cylinder had no color, and due to clogging of nozzle the water supply volume did not meet the standard value. Due to the wear of angle wire, the play of upward/downward angulation control knob was out of the standard value. Due to the wear of angle wire, the play of right/left knob was out of the standard value. Due to slipping-out of the light guide bundle the illumination was poor. The adhesive around objective lens had discoloration, the light guide lens had a crack, the adhesive on the bending section cover was detached and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope did not insufflate. There was no patient harm reported. The device was returned for evaluation. During the device evaluation, foreign material was observed around the light guide lens, and clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.